Manufacturer narrative:
On april 3, 2020, the product investigation was completed. Device investigation summary: the device was analyzed and no apparent damage could be identified. Leak testing was performed in accordance with mentor procedures and no leak sites were found. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast reconstruction with a 500cc artoura breast tissue expander on the right breast, suffered breast implant deflation, post-operatively. As a result, the patient underwent removal and replacement with a non-mentor silicone implant on (B)(6) 2020.